Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: they are experiencing a large number of occlusion alarms. For pump you have highest threshold as setting, however if in pump mode, the pump will adjust the occlusion pressure based on the rate of infusion. This allows prompt attention for occlusions related to low rate. With new software, infusions under 1ml/hr auto adjust to 50mmhg on pump. Since oxytocin initiates at 2ml/hr it¿s possible the pump is decreasing the occlusion threshold to accommodate for that low rate of infusion. If you want to test this, set infusion at 999 and note tic mark on pressure display, then change to 50 ml/hr and see tic mark move. The nurse can access pump options and use selectable pressure option to adjust pressure threshold. Additional information received from the customer: what was the date and time of the event? This seems to be an ogoing problem and not an isolated incident so I don't have a date and time capture.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.